Manufacturer narrative:
The technician found a sticky substance holding the siderail latch open preventing it from springing back to the closed position. The technician cleaned the siderail latch assembly to repair the bed.

Event description:
Information received indicates the left intermediate siderail will not latch. The handle will operate, but the rail won't latch.